Manufacturer narrative:
Per the fsr, the reported issue was discovered while at the account for another repair. Multiple attempts were made to reboot the ccm without success. The end user did not experience this problem. The fsr installed a new hard drive. The unit operated to the manufacturer's specifications. This complaint is related to (B)(4)/medwatch #1828100-2020-00247. The suspect device was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during non-clinical activity, the central control monitor (ccm) displayed a 'system computer needs service' message. There was no patient involvement.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. During laboratory analysis, the product surveillance technician observed a 'system computer needs service' error message when the solid state drive was installed into lab use only central control monitor using it as a surrogate. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.